Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on various parts of the device including the mounting pods, flexlink arm, mount, knob, and the vacuum tubing. It was observed that the mount jaw with the locking lever was detached from the base of the flexlink arm. A piece of round metallic screw was also detached from the rest of the device. Based on the returned condition of the device and the evaluation results, the reported failure "break" was confirmed. The shop floor paperwork (DHR) was reviewed. No ncmr's were reported for the reported lot#.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, st base broke off when the knob was turned toward the locking position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv vacuum stabilizer system, st base broke off when the knob was turned toward the locking position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.